Event description:
Patient reported incontinence as soon as they start drinking and this started the same day they started a new medication for heartburn. It was reviewed that therapy may not be able to compensate for side effects of medication. Patient had not made any adjustments for about one year. It was reviewed how to sync however patient was not able to sync, with or without the antenna. When asked if patient was confident, they were over the implant however said it was difficult to find. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. When asked if the cause of the sudden return of incontinence and no communication was determined, the patient responded with they "thought sight of surgery was coming apart." It was reported that they tried to check it themselves but went to the doctor and found out it was a stitch sticking out. No further information reported.